Event description:
A female patient, st., born on (B)(6) 1960, on peritoneal dialysis experienced peritoneal dialysis catheter related peritonitis. The patient was admitted to the hospital on (B)(6)2016 for abdominal pain with suspected catheter infection. The patient underwent a diagnostic laparoscopy where her catheter was removed. The patient was given antibiotics while in the hospital, and was discharged on an additional ten day course of oral antibiotics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).